Manufacturer narrative:
Physio-control further evaluated the system controller pcba and confirmed that integrated circuit, designator u65, was the cause of the reported issue.

Event description:
Physio-control received a report from the customer that their device, "shows 8108 error code and has a broken speed dial encoder switch." Upon further inspection from physio-control, it was found the device doesn't detect paddles being connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and replicated the reported issue. The system controller pcb was replaced and the issue was no longer replicated. After performing unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report from the customer that their device, "shows 8108 error code and has a broken speed dial encoder switch." Upon further inspection from physio-control, it was found the device doesn't detect paddles being connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.